Event description:
Healthcare professional reported 1 day after injection in the nasolabial folds with juvederm ultra plus xc patient developed "severe bruising" at the injection site. No treatment provided. Follow up information provided by the patient noted after injection they developed "purple, red, black, swollen, and occlusion that night" at the injection site. Patient was treated by another healthcare professional who utilized "acid that's injected that takes out the juvederm and oxygen therapy". Follow up with the healthcare professionals office clarified that the "acid" injected was vitrase; however, they were unable to provide the reason for treatment. The healthcare professional indicated that "the patient suffered embolization through the angular artery". Symptoms reported as unresolved.

Manufacturer narrative:
The events of "severe bruising", "purple, red, black, swollen,...occlusion", and "embolization through the angular artery" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the treating healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling: warnings: the product must not be injected into blood vessels, introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection.